Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's tracheal intubation had leakage. The patient's tracheal intubation was replaced with another brand. There was no patient injury.